Manufacturer narrative:
All buttons function properly on the device, however, moisture damage was found on keypad traces. The device had no ramping numbers anomaly noted during testing and was received with a scratched lcd window, a cracked case on display window corners, a broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.